Manufacturer narrative:
B2: the date of patient death is unknown. The device was returned for evaluation. Console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. It was reported that during preparation for the procedure the controller not recognizing purge disk. The device was replaced with another aic and the procedure was successful. With no reported harm due to this malfunction. The procedural outcome was patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.